Manufacturer narrative:
B3: month and year are known, no device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that the complaint is about a detached needle. After the dose had been delivered, as the nurse went to remove the syringe/needle from the patient, the syringe was removed but the needle remained in the patient. There was then a needle stick injury to a member of staff when trying to remove the needle from the patient¿s injection site. There was patient involvement.